Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant cardiac troponin-I results. The ccc advised the customer to replace the sample probe (s1) and reagent 1 (r1) probe tips and to check the alignments of the reagent (r2) probe as per the operators guide. The customer replaced the sample probe tips and ran quality controls and precision tests, which were acceptable. A siemens headquarter support center (hsc) specialist reviewed the event data and the data did not show an issue with the reagent or the instrument. The maintenance performed further optimized the system. The hsc specialist concluded that the potential cause of the event was sample aspiration or delivery issue most likely due to the presence of bubbles or the volume in the sample cup. The cause of the discordant cardiac troponin-I result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant cardiac troponin-I results were obtained on two patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant cardiac troponin-I results.